Event description:
The wife of a (B)(6) male pt contacted zoll lifecor customer support to report that her battery charger was not charging the batteries. The pt was sent a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation, the charger had component malfunctions on q1, d4, d13, and d14. The cause for defective d4, d13 and d14 was likely the result of the defective q1 as it is the current controlling component of the battery charger. The root cause of the defective q1 cannot be positively identified. No adverse event resulted from the defective components. The pt received a replacement charger.